Event description:
It was reported there was no ventricular or atrial output. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the upper and lower cases were broken, the ring cover and both bail covers were missing, two case screws were missing, the battery contacts were compressed, the ring and both bails were missing, the keyboard was scratched, the display was out of specification with missing pixel segments, the battery drawer o-ring was missing. Further analysis was performed on the heart lead flex. This analysis found that the no ventricular output was caused by a diode component failure. (B)(4).